Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The root cause of the aic issue was most likely a defective impellatronics board that prevented the eeprom from being read. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a impella catheter defective alarm. The customer tried to reboot the device; however, this did not resolve the issue. No report of patient harm or injury.